Event description:
The device was evaluated at the facility by a baxter rep for service. During service by baxter technician, the device showed that the pump had depleted batteries. No record of any pt incident involving the pump since the last service event.